Event description:
It was reported that the patient presented in clinic for an upgrade procedure. During the procedure, it was found that the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. The patient was stable throughout the procedure.